Event description:
Complaint was submitted via medwatch report. It has been reported that the procedure was being performed on a (B)(6) female pt, weighting (B)(6). The pt was in the family birthing ctr and had an epidural performed by anesthesia for labor analgesia on (B)(6) 2012. After delivery of infant and at the end of the pt's recovery period, the rn attempted to remove the epidural catheter and met resistance. Anesthesia was called. The crna and anesthesiologist were also unable to remove the epidural catheter. Neurosurgery was consulted. CT scan revealed the catheter in the pt's posterior epidural space l3-l4. On (B)(6) 2012, the pt was taken to the operating room for removal of the epidural catheter. The catheter was successfully retrieved. The anesthesiologist documented intact catheter with a small kink in the catheter 3 cm from the end. The pt tolerated the procedure well and was discharged home (B)(6) 2012.

Manufacturer narrative:
(B)(4). Sample will not be returned. Add'l info from u/f report: (B)(6) 2012, arrow, flex tip plus epidural catheter.